Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the provided calibration and qc data was within specification, a general reagent issue was not evident.

Event description:
The customer received a questionable human chorionic gonadotropin (hcg) stat result for one patient sample. The initial result was 1.60 miu/ml with a data flag and was reported outside the laboratory. The attending doctor did not believe the result and asked for another sample to be collected from the patient. The result for the second sample on (B)(6) 2014 was 1695 miu/ml with a data flag. The first sample was then repeated and the result was 1834 miu/ml with a data flag. There was no adverse event. The hcg reagent lot number was 175513 with an expiration date of 04/29/2015. Review of the provided calibration and qc data did not indicate a general reagent issue.